Event description:
Atrial undersensing noted on current atrial egm and possible on ventricular sensing episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).